Event description:
During installation of the device, the technician observed the heart lung console would not switch to battery power properly. When the system was unplugged, no battery backup power was available. The heart lung console had been in storage for approx. 6 months without being plugged into an ac outlet. Since the event occurred during installation, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.